Manufacturer narrative:
Continue section e1 (phone #): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, b3, b6, e1, h6.

Event description:
Healthcare professional reported "rupture¿ and "capsular contracture baker grade I". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d4, d9, g1, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, wear abrasion, non penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.